Manufacturer narrative:
Reported event of incorrect measurements was not confirmed. The pacer was received in backup mode which occurred post-explant and was consistent with exposure to cold temperature. After re-loading the device code and programming the device to nominal settings, the device was interrogated under nominal conditions and the results were normal. Further programming and interrogation at various pulse amplitudes found normal interrogation and normal functionality. Longevity assessment was performed based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that during a follow up in clinic, pacing percentages and diagnostic recordings were not available on the device. Abbott technical support was contacted; however, no intervention was performed. The device has since reached elective replacement indicator (eri) battery level and was explanted and replaced due to normal depletion. The patient was in stable condition.